Manufacturer narrative:
E1: (B)(6). Patient country: spain.

Event description:
(B)(4). Event occurred in spain. It was reported that patient faced an infusion set tubing detachment event on (B)(6) 2025 at home inserting boluses. The location of detachment was close to site location. The infusion set was in use for two days. No further information available.